Event description:
Patient was revised to address elevated metal ion levels. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain and decreased mobility. Side has also been identified. There is no additional information that would affect the outcome of this investigation. Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of metallosis and elevated ion levels. Records are available for further review.

Event description:
Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address elevated metal ion levels. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain and decreased mobility. Side has also been identified. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Added: patient and device.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.